Event description:
Caller reported a cartridge alarm 31, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Tandem technical support advised replacing the pump since alarms with consecutive cartridges had been reported, even though the caller hadn't reported this alarm before. The caller was informed to use manual daily injections as a backup therapy and received guidance on putting the old pump into storage mode and returning it. A replacement pump with updated software was sent without requiring a delivery signature. The caller was reminded to program the replacement pump with their settings and connect it to their cgm.